Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis; on 15 -aug-2019 the following findings: during investigation, the battery compartment was found to be cracked. The ok key was over responsive to user presses. The down, up and contrast keys were working. The keypad was removed and there was no evidence of contamination under the key contacts. The ok button contact was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 15-aug-2019.